Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. There was blood present on the collar and on the 7mm long returned shaft segment. The collar was bent and pulled apart from the shaft making it fully detached. The remaining portion of the shaft was not returned for analysis. Product analysis could not confirm reported event as the collar and shaft of the guidezilla was detached and could not be tested. Furthermore, the clinical circumstances could not be replicated. The damages to the device are likely due to a procedural event.

Event description:
Reportable based on device analysis completed on 12feb2022. It was reported that stent could not advance through the collar of the guidezilla. Vascular access was obtained via the groin access. The stenosed target lesion was located in the obuse marginal. A 6f guidezilla ii was selected for use. During the procedure, the physician used a 6fr guidezilla and ballooned the lesion prior to stenting with a 2.0x15 emerge. The stent would not advance through the collar of the device. When the physician pulled back the stent, it was noted that part of it was no longer on the balloon. The stent was removed together with the guidezilla, wire and sds. The device never entered the coronary artery. The procedure was completed with a plain old balloon angioplasty (poba). No patient complications were reported. However, device analysis revealed that the shaft was fully detached.